Event description:
It was reported that the customer was hospitalized due to high blood glucose over 500mg/dl. The nurse stated that the customer changed the infusion set three times in the past twenty four hours, and one of the infusion set had a knot, one was clogged and the last tubing has a white mark near the site portion. The caller stated that there was a large air bubble in the reservoir and the caller was able to purge the bubble out while the customer was not connected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.